Event description:
Information received that the explanting facility will not return explants per new facility protocol. No additional or relevant information has been received to date.

Event description:
It was reported that the patient has been complaining of voice alterations due to stimulation. The patient was seen in clinic and the physician agreed that he does have on-time voice ¿warbling.¿ his impedance was around 3000 ohms. The neurologist had attempted to adjust settings to help with the voice alteration but the voice alteration persisted. Diagnostics were also within normal limits. Since this voice alteration was still persisting, the neurologist decided to refer the patient for imaging to the surgeon to asses the lead placement (possible close to vocal cord) as he thought maybe there was some type of irritation causing this voice alteration as he thought it was uncommon it didn't resolve with settings adjustment and wanted to avoid any possible damage in the future. Also since the patient is young they wanted to go ahead and replace now just in case. The patient underwent lead replacement on (B)(6) 2017. The explanted lead has not been received for analysis.